Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: there was no damage to the instrument. The clip applier had 84 remaining uses. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Welfare medical limited polymer medium-large clips were used with the clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter. The clip applier did not clip on the vessel. A laparoscopic applier was used to resolve the issue. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The clip applier instrument was found with the grip severely bent, causing misalignment of the grips. The damage was found at the clip groove. As a result, the clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the medium large clip applier instrument was not clipping at all on the blood vessel. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.